Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high pacing lead impedance and high capture threshold was observed on the lead. Increase in impedance was gradual. Sensing measured stable and isometric testing did not produce any noise. Patient was asymptomatic. Patient later presented to the lab and programming changes were made and the results were good. Physician will continue to monitor the patient.